Event description:
The pt received two leads with the same lot number. It was reported the pt did not have satisfactory pain coverage after reprogramming. The pt hasn't been reprogrammed in several years. It was further reported the system is working properly. The pt will talk with her physician and consider other options.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.